Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Manufacturer: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a resectr 5fr device was intended to be used on an operative hysteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, a hair was noticed lodged on the device's spring. The procedure was completed with another resectr device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.